Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from an orthopedist. This case concerns a (B)(6) female patient who received treatment with synvisc injection, dementholised mint oil/flurbiprofen (loqoa) and ketoprofen (mohrus) and later after 15 days experienced arthritis, joint fluid retention. No relevant concurrent conditions were reported. Patient had previously received first, second and third doses of synvisc injection on (B)(6) 2017 into the right knee for gonarthrosis of right knee respectively. The patient had no joint fluid retention before the injection. No problems were noted at the time. The patient's medical history included bilateral gonarthrosis (onset in 2013; k&l grade, iii (right knee)). The patient had no combined therapy and no signs of systemic (non-articular) infection before synvisc treatment. The patient's concomitant medications included: diclofenac sodium and sumilu stick on (B)(6) 2017, the patient started treatment with dementholised mint oil/flurbiprofen tape at 2 sheets daily (indication, batch/lot number and expiry date: not provided). On (B)(6) 2016, the patient started treatment with ketoprofen at a dose of 80 mg daily via topical route (indication, batch/lot number and expiry date: not provided). On (B)(6) 2017, patient initiated treatment with intra- articular synvisc injection (second course), at a dose of 2 ml (frequency, batch/lot and expiration date not provided) for gonarthrosis of right knee. During the second course, patient received 2 doses of synvisc. On (B)(6) 2017, at around 17:30, the patient received the fifth dose of synvisc into the right knee. Synvisc therapy was discontinued following the event onset. It was reported that there was no joint fluid retention, skin disease around the joint, intraarticular infection, or intra-articular inflammation symptom of the knee was noted prior to the injection. It was reported that dispo needle was used while sterilized glove was not used. Iodine disinfectant was used 10 seconds after the use of alcohol disinfectant, and then the needle was inserted (lateral suprapatellar injection). It was reported that there was no leakage of synvisc solution from the right knee. At around 19:00 on the same day, arthritis and joint fluid retention (severe) developed, and were gradually worsened. The treatment with synvisc was discontinued due to the event "arthritis, joint fluid retention". Arthrocentesis of the knee was performed and 35 cc of fluid was removed. The event was put under observation. Synvisc therapy was discontinued on (B)(6) 2017 following the event onset. On (B)(6) 2017, at around 9:30, arthrocentesis was performed. Cloudy, viscous, brownish-white colored joint fluid was noted (approximately 35 ml). The event "arthritis, joint fluid retention" was treated with steroid (event required intervention). As of the day, the outcome of the event "arthritis, joint fluid retention" was unknown. It was reported that the treatment with ketoprofen and was ongoing. The patient had not revisited the reporting hospital at the time of reporting. It was reported that joint fluid culture, joint fluid crystal examination and joint fluid cystoscopy was not performed. Action taken: drug withdrawn nos for synvisc; no action taken for other suspect drugs corrective treatment: arthrocentesis and steroid outcome: unknown a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Diagnosis: arthritis, joint fluid retention. Reporting orthopedist's seriousness assessment: serious (medically significant). Reporting orthopedist's causality assessment: highly probable. Seriousness criteria: medically significant and required intervention. Reporting orthopedist's comment: no other possible factors for the event "arthritis, joint fluid retention" were identified. The event "arthritis, joint fluid retention" developed 1 to 2 hours after the administration of synvisc and infection was inconceivable. Therefore, it was highly possible that the event was related to synvisc. Additional information as received on 08-sep-2017. Global ptc number and ptc results were added. Text was amended accordingly. Follow up information was received on 12-oct-2017 from orthopedist. It reported that the patient had not revisited the reporting hospital since after the event onset and the corrective treatment. Additional information was received on 27-oct-2017 from the orthopedist. The event term was updated from "arthritis" to "arthritis, joint fluid retention". The previously reported concomitant medication (ementholised mint oil/flurbiprofen (loqoa tape)) was updated as suspect drug. Additional suspect product ketoprofen was added. The previously reported event of "arthrocentesis/arthritis, joint fluid retention" was updated as symptom. The laboratory detail of arthrocentesis was added. The patient's medical history and concomitant medications were added. The corrective treatment (steroid) for the event was added. Reporter's comment was added. Clinical course updated. Text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from an orthopedist. This case concerns a (B)(6) female patient who received treatment with synvisc injection and later after 15 days experienced arthritis and had arthrocentesis after few days. No relevant medical history and concurrent conditions were reported. Patient had previously received first course of synvisc injection on (B)(6) 2017 for gonarthrosis of right knee. No problems were noted at the time. Concomitant medications included dementholised mint oil/flurbiprofen (loqoa tape). On (B)(6) 2017, patient initiated treatment with intra- articular synvisc injection (second course), at a dose of 2 ml (frequency, batch/lot and expiration date not provided) for gonarthrosis of right knee. During the second course, patient received 2 doses of synvisc. On (B)(6) 2017, 15 days after the first injection, the patient experienced arthritis, for which arthrocentesis of the knee was performed and 35 cc of fluid was removed. The event was put under observation. Synvisc therapy was discontinued on (B)(6) 2017 following the event onset. Action taken: drug withdrawn nos. Corrective treatment: arthrocentesis for both events. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Diagnosis: arthritis reporting orthopedist's seriousness assessment: serious (medically significant) reporting orthopedist's causality assessment: probable additional information as received on 08-sep-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 31- aug-2017 from an orthopedist. This case concerns a (B)(6) female patient who received treatment with synvisc injection and later after 15 days experienced arthritis and had arthrocentesis after few days. No relevant medical history and concurrent conditions were reported. Patient had previously received first course of synvisc injection on (B)(6) 2017 for gonarthrosis of right knee. No problems were noted at the time. Concomitant medications included dementholised mint oil/flurbiprofen (loqoa tape). On (B)(6) 2017, patient initiated treatment with intra- articular synvisc injection (second course), at a dose of 2 ml (frequency, batch/lot and expiration date not provided) for gonarthrosis of right knee. During the second course, patient received 2 doses of synvisc. On (B)(6) 2017, 15 days after the first injection, the patient experienced arthritis, for which arthrocentesis of the knee was performed and 35 cc of fluid was removed. The event was put under observation. Synvisc therapy was discontinued on (B)(6) 2017 following the event onset. Action taken: drug withdrawn nos. Corrective treatment: arthrocentesis for both events. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Diagnosis: arthritis. Reporting orthopedist's seriousness assessment: serious (medically significant). Reporting orthopedist's causality assessment: probable.